Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with two prostyle devices. Manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. Analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the prostyle device. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned. Sem (scanning electron microscope) testing was performed to verify fracture face of the separated anterior needle tip. It appeared that the needle fractured by ductile shear. As such, there is no indication of a product quality issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It is likely related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.